Event description:
The reporter stated that air bubbles formed during aspiration with a syringe. It was further stated that the air bubbles appeared to be coming from the connection between the manifold and the catheter. There was no patient injury or treatment associated with this event. Issue was reported to medex medical, lancashier, england.